Event description:
Customer's son reported a motor error alarm during the prime shortly after changing the battery. The blood glucose reading was 277 mg/dl. He stated that the insulin pump was exposed to a strong magnetic field. He was assisted with clearing the alarm but was unable to complete the rewind sequence. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test (281.2 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal being out of phase. Unable to perform the prime test or to verify the error alarm due to the motor alarms. No cosmetic damage noted.